Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the pump displayed an overspeed alarm. The pump shut down as a result, creating a no flow incident. The pump was restarted, but again in a few seconds an overspeed alarm caused the arterial pump to stop. The user hand cranked the pump while a back-up motor was retrieved and connected to the system 1. Hand cranking lasted about 3 minutes. The back-up motor was used for the remainder of the procedure. The case was delayed about 2 minutes. There was no blood loss and no need for transfusion. The user reported that the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.